Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred that prompted the customer to "disconnect and reconnect the cartridge". Additionally, it was reported that the cartridge tubing was bent. At the time of the report, customer reported that pump was working as intended. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding these events was provided by the customer.